Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose was 18.4 mmol/l. The customer stated that he can sometimes smell insulin in the reservoir compartment as if there has been a leak. The customer stated issue is not currently occuring. The customer was advised to monitor the situation and call back if issue occur again.